Manufacturer narrative:
According to implant registration cards returned from the user facility, patient with existing onxaap 27/29 sn (B)(6) implanted (B)(6)2019 received onxaap 25 sn (B)(6) september 25, 2020. Additionally, patient received onxmc-25/33 sn (B)(6) in the mitral position. There is no alleged deficiency toward this valve. This investigation will be relegated to onxaap 27/29 sn (B)(6). The following information was received, "patient had redo surgery and is doing ok. The explanted valve was sent to university of washington for special studies to determine bacteria. He had culture negative endocarditis. He is a normal young patient with no other comorbidities." Valve conduit is unavailable for return as it was sent by surgeon for "special studies". The results of the special study were requested from the doctor; however, no additional information was received. The manufacturing records for the onxaap 27/29 sn (B)(6) were reviewed and it was confirmed that all records were controlled, available for review, and met all specifications per the device master record. All lots passed functional testing and met release specifications. A review of the available information was performed. Onxaap-27/29 sn (B)(6) was implanted on (B)(6)2019 in the aortic position of a 40-year-old male. On (B)(6) 2020 (1 year 55 days post-implant) this valve was replaced by onxaap-25 sn (B)(6) as a concomitant procedure to a mitral valve replacement with onxmc-25/33 sn (B)(6). Pathology results were culture negative for endocarditis (infection). The patient was described as ¿a normal young patient with no other comorbidities¿ who ¿is doing ok¿ following the redo surgery. There is no indication that the original on-x aap was deficient in any way. It was not returned to the manufacturer for inspection. With no infection in an otherwise normal young patient, the decision to replace it may be related to the need for the mitral valve replacement as the two are in close proximity in the heart. The instructions for use [IFU] for the on-x valve acknowledge reoperation and explantation as potential consequences of a complication following prosthetic valve replacement, but we have no evidence of any valvular malfunction. Root cause for this event is unknown. There is too little information to determine what, if any, relationship the valve had to the decision to explant it. No further action is required without further information. Based on the available information, a definitive root cause for this event cannot be determined. Furthermore, there is no suggestion, evidence, or indication that the original valve, onxaap-27/29 sn (B)(6), was functionally deficient. The manufacturing records were reviewed, and it was confirmed that all records were controlled, available for review, and met all specifications per the device master record. All lots passed functional testing and met release specifications. This event does not identify additional hazards or modify the probability and severity of existing hazards. There is no indication that an error or deficiency occurred at cryolife and the IFU adequately communicates risk. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued. No further action is warranted at this time. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to cryolife is accurate or has been confirmed by cryolife.

Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.

Event description:
According to implant registration cards returned from the user facility, patient with existing onxaap 27/29 sn (B)(4) implanted (B)(6) 2019 received onxaap 25 sn (B)(4) (B)(6) 2020. This investigation will be relegated to onxaap 27/29 sn (B)(4). The following information was received from the surgeon, the patient had a "redo surgery and is doing ok". "The patient had culture negative endocarditis. He is a normal young patient with no other comorbities."